Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 51mm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter immediately below the renal arteries is 27mm and the proximal neck length is 29mm. During the index procedure no technical observations were noted during implant and delivery of the endurant stent graft and no adverse events were noted through discharge. During a follow up visit an abdominal and pelvic x-ray noted a possible minimal distal migration of about 1mm of the anterior portion of the superior attachment site. No clinical sequelae were reported and the patient will be monitored by the physician. Review of several x-ray images 5 years post-implant revealed no stent graft issues. Films with contrast were not provided, and earlier post-implant films for comparison review were not provided; thereby limiting the extent of the evaluation.